Event description:
Mesh implanted on (B)(6) 2013, for a umbilical hernia repair. Infection noted, and cultured. Attended antibiotic therapy implemented. Mesh was removed on (B)(6) 2013.

Manufacturer narrative:
Currently in the process of being evaluated.